Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have shortness of breath, respiratory issues, pneumonia, chronic obstructive pulmonary disease (copd) and pulmonary fibrosis resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam become degraded and caused the to have shortness of breath, respiratory issues, pneumonia, chronic obstructive pulmonary disease (copd) and pulmonary fibrosis resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The device was returned to the manufacturer's product investigation lab for further evaluation. The external and internal aspect of the device was evaluated and dark black streak or smudge observed on the upper side of the blower seal. Evidence of water ingress to the interior of the blower box and on the exterior of the blower was observed by the manufacturer and indeterminate contamination appears to have been deposited by or caused by water ingress. Keratin contamination was also observed on the blower box around the blower seal and between the blower seal and the blower box cap in the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and one error (e-193 err_usb_host_no_device) was found by the manufacturer. The manufacturer concludes there was no evidence of sound abatement foam degradation, but evidence of water ingress and dust contamination was observed and are consistent with being from an external source.